Manufacturer narrative:
A partial lead with the connector pin measuring 9.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high, out of range high voltage lead impedance was observed. Re-setting lead in header and repeated check, as well as last clinic device check continued to show out of range impedance. Plan to manage the issue is unknown at this time. No further information is available.

Manufacturer narrative:
Not returned. (B)(4).